Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the tubing of an opt316 optiflow junior nasal cannula became detached from the prongs after two days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. The complaint op316 cannula was not returned to (B)(4) for evaluation as it had been disposed of by the hospital. The hospital could also not confirm whether or not the tubing was damaged. A lot check could not be performed as lot information was not provided. Conclusion: the detachment of the tube from the cannula tube joint is most likely to have been caused by an excessive pulling force. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, (B)(4). The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: "do not stretch or crush tube". "Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times."